Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details: did device cut the vessel? Did a clip cut the vessel? How was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Please clarify how ¿derailed his surgery plans¿ was there any change to the procedure as a result of the event? Was the surgery prolonged? If other, please specify this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown procedure, the doctor attempted to clip the artery instead it cut it in half. The doctor stated that it increased the patient, blood loss and derailed his surgery plans. The procedure was completed with no patient harm.